Manufacturer narrative:
The patient was born in 1978. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was poor environment/source of water. On the same day as the onset, patient was hospitalized for the peritonitis. Treatment for the event and the patient¿s outcome were not reported. At the time of this report, pd therapy was ongoing. No additional information is available.